Manufacturer narrative:
Manufacturing site investigation: cassettes received: no samples are available. There are no previous complaints of this code batch. There are no units in stock. Without any closed and/or defective sample a complete investigation is not possible. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread is constantly breaking; opened within 4 months.